Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that for quite a while, since about 6 months ago, the patient had not felt the stimulation, and was not getting the therapy relief. The patient stated that they did not think the implant was working anymore. The caller noted that they would change the batteries for the patient programmer (pp) and would sometimes be able to make connection with the ins and feel the sensation, but then sometimes they would get the poor communication screen when they would try and change the settings for the patient. It was also reported that on (B)(6) 2019 the patient saw the low ins battery screen on the pp. It was stated that they thought the device would have lasted longer than 18 months; they thought the device should last at least 5 years and were surprised that it was already dying. It was noted that since implant the patient would always turn the device off and back on because they thought that was how they were supposed to use the device; they wondered if this had any effect on the ins¿s battery life. It was recommended that they follow up with their healthcare provider, and the patient was given instructions on how to contact a rep. No further patient complications are anticipated or expected as a result of this event.